Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the reset error test with no alarm.

Event description:
Customer reports to have received an unexpected restart alarm. Customer states when attempts were made to change batteries, a black screen were received. Once black screen was cleared, none of the buttons responded. Customer attempted to administer a bolus delivery and again received an unexpected restart alarm. Customer's blood glucose was 290 mg/dl, which was not treated. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.